Manufacturer narrative:
Trackwise (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 6 kit evh system had something inside the tip of the conical dissection tip that was obstructing their view and they were unable to remove foreign the object. They opened a new kit to complete the procedure. No injury to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 07/22/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The dissection tip was observed to be intact, with no visual defects observed. A microscopic investigation was conducted. There were no objects observed inside the dissection tip. Slight scratches were observed on the tip of the dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. There were warps of light filtered through out the image. Based on the results of the evaluation, the reported failure "optical obstruction" was not confirmed as there was nothing obstructing the view, but was confirmed for the analyzed failure "poor quality image". The lot # 25162947 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Corrected section: d4--catalogue# vh-2000 to catalogue# vh2400.